Event description:
User facility reported a burn to the skin at or near the entrance site of a mammosite multi-lumen balloon. On 03/03/2010, we received the national radiation center (nrc) report. The report indicates the pt saw the physicist on (B) (6) 2010 for CT simulation and to have measurements taken of the treatment distance for each catheter lumen. A dummy cable was fed through the lumen and the physicist felt resistance at 115.2 cm, which he recorded as the distance to the tip of the catheter. He repeated the same measurement for the other 3 lumens of the catheter and found that the distance of resistance to be the same and this distance was entered into the console for upcoming treatments. The pt's treatments began on (B) (6) 2010 (twice a day for 5 days). The report indicates the pt completed her hdr brachytherapy to the left breast on (B) (6) 2010. On (B) (6) 2010, the pt reported skin reddening on the external breast, outside the mammosite catheter insertion site. Upon investigation of this event, the physicist measured a sample mammosite multi-lumen balloon and encountered a similar resistance at the exact same distance. But with more pressure he was able to advance further and the distance turned out to be 125.2, 10 cm longer than the measurement used on the pt. A significantly high dose was delivered to the skin distal to the connector end of the catheter, which could have caused the skin reaction. During a f/u on (B) (6) 2010, the physicist reported the mammosite device was not at fault and that the error occurred because of a faulty source position simulator (not a hologic device). He reported that when nrc inspector arrived on-site, he was "clearly able to reproduce... The failure mode using the source position simulator in question." Additionally, he reported that during a return visit, 2 more nrc inspectors observed the physicist using a new source position simulator with a mammosite multi-lumen balloon and "the failure mode could not be reproduced."

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number of the mammosite multi-lumen balloon. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite device. If add'l relevant info is received, a supplemental medwatch will be filed. (B) (4).